Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this 34-millimeter (mm) transcatheter bioprosthetic valve, a ne urological deficit with no movement in the left upper extremity was noted. A magnetic resonance imaging (MRI) confirmed an embolic cerebral vascular accident (cva). The cva was treated with medications and a surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated information: b5: additional information was received that the sequelae included homonymous hemianopsia, left side mouth numbness, gait fatigue, balance issues, right side body awareness and an inability to locate objects within close proximity. No additional adverse patient effects were reported. H6: additional patient codes added (c50457, c34857, c50458) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that approximately one month post implant, a computed tomography (CT) indicated stable hemorrhagic transformation of the cortical infarcts. Two weeks later partial bilateral vision loss was reported as sequelae. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the MRI identified middle cerebral artery (mca) and posterior cerebral artery (pca) distribution infarcts in an embolic pattern. Agitated delirium secondary to embolic stroke was noted. Approximately two months later the condition was reported as recovered with sequelae. No additional adverse patient effects were reported. A. Patient information 5b. Patient race: updated to asian h6.patient codes: added c37928. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the reported event indicated that following the implant of an valves, a magnetic resonance imaging (MRI) confirmed an embolic cerebral vascular accident (cva). Stroke is a known potential adverse patient effect per the evolut system instructions for use (IFU). Strokes have many etiologies including embolization of calcific debris and is highly dependent on patient medical history and procedural factors. Per the physician, given multiple deployments were necessary for proper valve positioning, the cva was most likely due to embolism of calcific debris at the time of valve deployment. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Updated h6 - device codes (fdd/annex a): added a01. Removed a24 (c76126). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information in the procedural records reported that prior to the attempted implant of the 29mm valve, a pre-implant balloon aortic valvuloplasty (bav) was required for the severe aortic stenosis of the native bicuspid valve. The bav was performed with a single inflation of a 20mm non-medtronic balloon. The system was then inserted and after the three unsuccessful attempts to place the valve due to the difficult aortic root angle, the system was removed. The replacement 34mm valve was loaded and implanted successfully on a single deployment. Following implant, the left ventricular and aortic pressures showed no residual gradient and the final ascending aortography showed no significant aortic insufficiency. The patient left the procedure hemodynamically stable. The morning following the implant of the valve, sedation was weaned, and it was then noted that the patient was not moving their left arm. The ensuing MRI showed numerous acute infarcts of variable sizes. There were multiple zones of restricted diffusion in multiple vascular territories. These ranged in size from small to moderate to large. The largest zone of restricted diffusion involved nearly the entire left occipital lobe and a large portion of the posterior left temporal lobe and this was mainly in the left posterior cerebral artery territory. A relatively small right occipital lobe/right posterior cerebral artery territory infarct was seen. Multiple small to moderate-sized bilateral cerebellar acute infarcts were seen. Multiple small to moderate-sized bilateral frontal parietal areas of restricted diffusion compatible with acute infarcts were also seen and were in bilateral middle cerebral artery territories. There was mild mass effect and partial effacement upon the atrium and temporal horn of left lateral ventricle. There were small subtle areas of gradient echo hypointense signal associated with infarction in the left occipital lobe, right parietal lobe, and left frontal lobe and compatible with mild degree of petechial hemorrhages. There was also a small dot of gradient echo hypointense blooming artifact in the right cerebellar hemisphere although this could have represented a chronic tiny focus of hemorrhage or calcification. There was small subtle areas of gradient echo hypointense signal associated with infarction in the left occipital lobe, right parietal lobe, and left frontal lobe and compatible with mild degree of petechial hemorrhages. There was also a small dot of gradient echo hypointense blooming artifact in the right cerebellar hemisphere, although this could have represented a chronic tiny focus of hemorrhage or calcification. No large vessel occlusion was detected. The multiple embolic strokes were not amendable to embolectomies and were outside the timeframe to administer plasminogen activator (tpa). Neurology consultation determined that the MRI showed multifocal supra and infratentorial embolic infarcts and the etiology was presumed to be an atheroembolic shower related to the transcatheter aortic valve replacement (tavr) procedure. Per the physician it was most likely due to embolism of calcific debris at time of valve deployment given the multiple deployments that were required for proper valve positioning. It was noted that the patient did not have a history of atrial fibrillation (afib) and there was a low likelihood of intra-cardiac thrombus, aortic mural thrombus, and valve thrombus. There was no evidence of significant left ventricle dysfunction prior to implant that would have led to intracardiac thrombus. The pre-tavr CT did not show any significant aortic plaque. Three days following the implant of the valve, the extremities were able to be moved, but commands were not able to be followed in a meaningful way. Fifteen days following the implant, it was noted that the patient¿s inability to take oral nutrition due to the stroke, required a percutaneous endoscopic gastrostomy (peg). Aphasia and dysphagia were noted. Eleven days following the implant of the valve, computed tomography (CT) of the head without contrast showed multifocal areas of hypodense infarction again seen in the bilateral cerebral and cerebellar hemispheres. The right parietal infarction demonstrated new, curvilinear hyperdensity which was consistent with acute hemorrhage. A similar appearance was seen within the area of left parietal/occipital infarction; the largest single area of hemorrhage was seen in this region, and measured 1.4 x 1.0 x 1.1 cm. There was no significant mass effect as a result and there was no significant midline shift. Basilar cisterns remained patent. Mild mucosal thickening was seen throughout the paranasal sinuses, most pronounced was in the right maxillary sinus. There was no evidence of a displaced skull fracture. Twelve days following the implant of the valve CT showed a new sublet hyperattenuation about left middle frontal gyrus infarct could have represent petechial bleeding, that was new from the prior CT. The other hypoattenuating infarcts were stable. CT performed fifteen, twenty-one and twenty-two days following the implant of the valve did not show any changes. Between twenty-two and thirty days following the implant of the valve, four cts of the head without contrast were performed. The cts showed no new abnormalities with a stable bilateral multifocal supratentorial and infratentorial left greater than right acute/subacute infarctions with small hemorrhagic transformations and associated mild local mass effect, most severely affecting the left posterior cerebral artery (pca) territory. No midline shift or obstructive hydrocephalus was noted. An expected evolution of the multifocal cortical infarcts, some of which demonstrated mild stable hemorrhagic transformation was identified. No change in ventricular configuration was noted. Stable hyperattenuating foci in left pca territory infarction and right perirolandic infarction, most likely related to evolving laminar necrosis was visualized. There may have also been a small residual blood product. There was no new bleed or new mass effect identified. Fourteen days following the implant of the valve tte showed mild pvl consistent with calcification and was of no significance per the physician. An elevated transvalvular gradient was identified and was reported to be likely a multifactorial consequence of residual gradient across the valve and high-flow state in setting of anemia. CT fifteen days following the implant of the valve showed stable multifocal infarctions with hemorrhagic transformation. No new bleeding or new mass effects were identified. Cts performed nineteen days following the implant of the valve showed no new abnormalities. CT twenty-one days following the implant of the valve showed a slight decreased density of the multifocal subcentimeter infarcts along the left parieto-occipital lobes and right frontoparietal lobes. All subsequent CT scans were unremarkable. The patient continued to experience cognitive issues, left upper extremity weakness and dysphagia. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: envpro-14-c, serial/lot#: (B)(6), ubd: 2020-08-16, UDI#: (B)(4) the delivery catheter system (dcs) was discarded by the customer following the implant procedure. Additional b7 - relevant history: aortic stenosis (as) with aortopathy, diabetes, hypertension and hyperlipidemia. H6. Patient codes - ime: added e1009 h6 device codes - fdd: added a1502 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was reported per the allegation of the patient, the size of the valve necessary for the procedure was incorrectly measured. It was alleged that an excess number of recommended attempts to implant the inappropriately sized valve occurred and caused a significant increase in the risk and likelihood of the formation of emboli. However, it was previously documented from the physician that three attempts were made to implant the first valve and were unsuccessful due to patient anatomy. Per the patient, the inappropriate size of the valve caused the life-threatening clot formation. No mesh or strainer device to catch or screen any clots that formed were utilized intra-operatively. Per the patient, the physician failed to diagnose or treat the clot formation, declining cerebral perfusion, ischemic brain injury and worsening cardiopulmonary condition in a timely manner, resulting in disability. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutr-29-c, serial/lot#: (B)(6), ubd: 2020-09-02, UDI#: (B)(4); a1. Pt. Identifier: updated added b2. Outcome attributed to adverse event - disability added g2. Report source - consumer h6 ime codes added for previously reported patient codes h6 fdd - a010103 replaces c76126 h6 fdm - b18 applies to the first valve (sn: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion: a review of the device history record was reviewed for the initial valve (d041403) and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A DHR review for the second valve (d069561), was not required as the event did not indicate a potential manufacturing issue. Information received alleged that the valve was sized incorrectly for the patient by the user and that an excess number of recommended attempts to implant the valve were attempted. It should be noted that per the instructions for use (IFU), deployment of the valve can be attempted three times. If the valve is recaptured a third time, it must be removed from the patient. The additional information stated that the user followed the IFU recapture instructions. The event information of user not sizing the valve correctly, did not indicate a potential manufacturing issue. Information provided indicated that there was no mesh or strainer device to catch or screen any clots that formed were utilized intr a-operatively. A variety of factors can influence the onset of stroke, and a conclusive cause of the stroke and subsequent reported symptoms could not be determined from the information available. Stroke is a known potential adverse effect per evolutr IFU. In this case, it was then reported that per the patient, the physician failed to diagnose or treat the clot formation, declining cerebral perfusion, ischemic brain injury and worsening cardiopulmonary condition in a timely manner, resulting in disability. Investigation of this event was unable to comment on the failure to diagnose the patient as this was performed by the physician. In conclusion, investigation of this event did not indicate device misuse or malfunction. H6. Updated eval code conclusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: corrected the date of the event to (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.